Manufacturer narrative:
The device in question was returned to olympus for investigation. An electrical safety test was performed and the endoscope passed all tests requirements. The colonoscope was tested according to established quality standards and the failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience. If any additional significant information becomes available, a supplemental report will follow.

Event description:
The hospital reported that duing a colonoscopy the image turned blue in video monitor. The procedure was completed with a different device. There was no patient injury reported.